Manufacturer narrative:
(B)(4). Unknown if the lens was implanted, and thus it is unknown if the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient required an anterior vitrectomy. The doctor used a model za9003 lens. It is unknown whether the reported lens, model zcb00, was removed and replaced or was not used at all. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for investigation. The manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only investigation under this production order. The lens met specification prior to release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device for patients undergoing intraocular lens implants. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). It was reported that the intraocular lens (iol), a model za9003 with serial number (B)(4) (identified as a sulcus lens), was used and the incision had to be enlarged. Sutures were used. There were no patient complications reported. Initially a model zcb00 was reported as used; however, this lens was not used in the patient because it was determined to be not suitable for the patient. The vitrectomy performed was not in relation to the lens. No further information was provided. Brand name: tecnis. Model #: za9003. Catalog #: za90030230. Serial number: (B)(4). Expiration date: 5/21/2019. If implanted; give date: (B)(6 )2015. If explanted; give date: na (not applicable) the lens remains implanted. Device available for evaluation: no. (B)(4). Device evaluated by manufacturer: not returned to manufacturer. Device manufacture date: 05/21/2014. Date of birth: (B)(6)1958, gender/sex: male. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), a model za9003 with serial number (B)(4) (identified as a sulcus lens), was used and the incision had to be enlarged. Sutures were used. There were no patient complications reported. Initially a model zcb00 was reported as used; however, this lens was not used because it was determined to not be suitable for the patient. The vitrectomy performed was not in relation to the lens. No further information was provided.